Event description:
Caller reported that a malfunction occurred on the pump, accompanied by unusual sounds. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to revert to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged to send a replacement pump with updated software. The customer was instructed to put the malfunctioning pump into storage mode and return it to tandem using a pre-paid label.